Manufacturer narrative:
Results - bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for uneven plunger rod with the incident lot was not observed as the sample measured within the product specification. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - unconfirmed: bd was not able to confirm the customer¿s indicated failure.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the plunger of a 3 ml bd luer-lok¿ disposable syringe with bd luer-lok¿ tip is incorrectly aligned. When you pull back 1ml, half the plunger is above and half is below the 1ml mark. This was noticed while drawing medication and was not used on the patient. There was no report of exposure, injury or medical interventions.